Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from a coaguchek xs meter with an unknown serial number. The first result from the meter was 2.9 inr and the retest result was 1.2 inr. He tested again, but was not sure of the result and thought it was maybe 2.5 inr. Several days later, the first result was 1.2 inr. He tested again and received results of 3.7 inr and "2 something". On 16-sep-2019 the result was 5.4 inr or 4.5 inr. He tested again and the result was "in the ones". He tested again and the result was "in the 3s".